Event description:
It was reported during a ureteroscopy procedure, that the fiber broke at end and near plug in area. Due to this, the procedure was completed using another device. There were no patient complications.